Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2024-03878. It was reported that the patient presented into the emergency room with unknown symptoms. An echocardiogram was performed and a hemopericardium was observed. The physician suspected the hemopericardium may be due to an abbott lead, but it is unknown which lead at this time. The patient passed away as a result of the event. Further information was requested, but not yet available.